Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the place where insulin reservoir was going in was chipping off at its entrance. Customer stated battery compartment did not lock away correctly and times therefore battery did not work. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.